Manufacturer narrative:
Medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) uninterruptible power supply (ups) was not functioning properly and required replacement. The part was replaced and the issue was resolved. The ups has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was continually beeping as soon as it was unplugged from outlet power. There was no patient present when this issue was identified. No additional details were provided.